Manufacturer narrative:
The case description states that the user was having low bgs while using the system. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the phb file shows that on the date of occurrence a bolus was delivered and then the users bgs began to drop. Following the bolus, the system was found to suggest no insulin and no pulses were delivered. After bg levels began to rise again, the system started suggesting insulin again, which is expected behavior of the system. The engineering logs from the date of occurrence were overwritten due to continued use of the system. Inspection of available log files found that all boluses delivered were programmed by the user. No problems were found with the system in the available log files and phb file.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 47 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include lost consciousness, seizure and a head laceration. The patient was treated with d50 and 6 staples. The patient was released two days later. The pod was worn when seeking medical attention. It should be noted the patient is taking prednisone for two other autoimmune diseases.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.